Event description:
Unable to deflate balloon. Balloon was filled with water until it burst inside pt.

Manufacturer narrative:
This adverse event is deemed a reportable malfunction as it may have required a surgical intervention to remove the urinary catheter balloon that had been left in place in the bladder. The balloon had failed to deflate when an attempt was made to remove the device prompting the end user to fill it with more water in order to burst it to aid in its removal. Additional info has been requested from the facility but no new details have been provided.